Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in germany that during an arthroscopic shoulder stabilization surgery on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device was blocked. Another like device was used to complete the procedure with a delay of three minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated juarez laboratory. Visual inspection revealed that the electrode was in normal condition, any anomalies on the device could be observed. The cable was in good condition as well as the connector and pins. The suction tube showed saline residues. The electrode tip showed signs of activation. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device, the device has not been returned in its original packaging. The active tip was in a used condition, with evidence of activation and debris around. The active tip and in the suction port. Closer inspection of the suction hole showed signs of debris within. No residue or blockage visible in the suction tube. The device had been sent back with the entrall adapter in the open position, with no damage visible on the adapter or the suction tube. No visible damage to the device shaft, handle, cable or plug. A DHR review has been performed for the complaint device lot number u2104038; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. The device passed all electrical testing and activated under both ablate and coagulation functions. Flow testing (pre activation) did result in a flow specification below the requirements, but it was noted that some minimal flow was visible and recordable. The device found to fail flow test specifications due to tissue debris within the suction path at the distal end of the device which was cleared during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.